Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the insulin pump was over delivering and customer also experienced a both hypoglycemia and hyperglycemia. The customer blood glucose level was 75 mg/dl. The customer treated low blood glucose level with food while high blood glucose level was treated with bolus. Customer has been using insulin pump system within 48 hours of reported high¿blood glucose and low blood glucose event. Customer stated that the auto mode feature was active at time of both low and high blood glucose event. The device will be returned for analysis.